Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned clip delivery system (cds) were reviewed. The device was returned consistent with the reported use of the device during the procedure. The reported bent delivery catheter (dc) shaft was confirmed. The analysis was unable to confirm the reported sleeve steering issue; however, the discrepancy between what was reported (abnormal bend from posterior to anterior) and what was observed (no sleeve steering issues identified) may be due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension (e.g. Due to the anatomy, or unintended curves) on the device may make it more difficult to position the device. The actuator mandrel was bent. Although the reported difficult to position over the mitral valve could not be replicated in a testing environment, the bend in the mandrel, and thus the dc shaft, likely resulted in the difficulty positioning the clip over the mitral valve. Potential causes for dc shaft bends and sleeve steering issues resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure resulting in damage to the internal components) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, dc shaft bends and sleeve steering issues resulting in difficulty positioning the cds may be influenced by patient anatomical morphology (e.g. Tortuosity of the vessel, resulting in increased tension on the device) or excessive curves applied to the device by the user. Based on the information reviewed, the reported bent dc shaft and observed bent actuator mandrel appear to be related to procedural conditions; however, a definitive cause for the reported sleeve steering issue could not be determined. Although the difficulty positioning the clip over the mitral valve could not be replicated in a testing environment, this was likely a symptom of the dc shaft bend. There does not appear to be any evidence of a quality deficiency associated with this device. A review of the lot history record revealed no non-conformances that would have contributed to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is submitted to report that delivery catheter shaft bend and steering issue that occurred with the clip delivery system (cds 40729u2/05) in the left ventricle, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with a posterior medial leaflet prolapse. The steerable guiding catheter (sgc 10338515/06) and the clip delivery system (cds 40729u2/05) were advanced to the left atrium; however, the sgc fell back to the right atrium while the cds stayed in the left atrium. This occurred while positioning the cds. A portion of the cds was in the left ventricle when the slippage occurred. The sgc was able to be pushed back over the septum without resistance, but during this maneuver in the left atrium, the shaft of the cds bent. While translating forward in the left ventricle, the steering was noted to be abnormal. While using the m/l knob, the shaft showed an abnormal bend from posterior to anterior. Grasping was attempted, but leaflet insertion was unclear, with no mr reduction; therefore, the cds was exchanged. A new cds was advanced to the mitral valve but the mr could not be reduced due to the leaflet anatomy; therefore, the procedure was aborted. The mr remained at 4, with no clips implanted. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previous report, additional information received: contrary to what was initially reported, there was no unclear leaflet insertion with clip delivery system 40729u2/(B)(4).